Event description:
A customer contacted beckman coulter inc. (Bci) stating that the reagent probe of the unicel dxc 800 synchron clinical system had a leak. No injury was reported on this issue.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the reagent syringe valves. Fse ran qc which was okay and the system is operating acceptably now.